Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 700 mg/dl at the morning. Customer current blood glucose unknown. Customer also stated that insulin pump had blank display. Troubleshooting was performed for blank display. Customer was treated with insulin pump. Insulin pump will not be return for analysis.